Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that, during a cori tka, cori sized a 7 but the doctor decided to downsize it to 4 because the medio-lateral was still overhanging. That decision was made during planning; therefore, no additional cuts were performed. The doctor stated that this is a journey design flaw, as he does not like the physical design of the implant because it is too wide at the anterior/trochlear flange; this forces him to accept a plan with ml overhang (about 1 mm), which irritates the patient¿s retinaculum. However, the journey implant used was not defective. No patient injury or other complications were reported.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the clinical root cause of the reported event could not be definitively concluded; however, implant selection could not be ruled out as the contributing factor. Clarification was received verifying the component was not defective. Although no patient injury/impact had been reported at the time of this assessment, the surgeon reportedly ¿was saying irritation would be possible given the medial-lateral overhang¿. Future patient impact could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to assembly issue, improper size of device used, procedural/use error, unclear use instructions. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Implant information was received. Internal complaint reference number: (B)(4).